Manufacturer narrative:
The esg-100 electrosurgical unit was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2016-06-20). When the suspect medical device was inspected and tested, it was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-100 electrosurgical unit. In general, the occurrence of bleeding during or after a procedure is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. The case will be closed from olympus side with no further actions, but the reported phenomenon will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a therapeutic endoscopic sphincterotomy (est) procedure, a strong spark occurred between the sphincterotome and the patient's tissue and the endoscopic video image was briefly disturbed. When the high-frequency output of the esg-100 electrosurgical unit was activated again, uncontrolled rapid cutting (zipper effect) occurred, resulting in severe bleeding. The sphincterotome was then withdrawn from the patient and it was noticed that its cutting wire was burned. The surgical team performed hemostasis by balloon tamponade and the est procedure was aborted. Subsequently, an additional endoscopic procedure was necessary for treatment of secondary hemorrhage. This bleeding was controlled by balloon tamponade and the patient was given a blood transfusion due to the severe bleeding.